Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported inability to remove gripper line could not be determined. The reported foreign body in patient was a result of procedural circumstances. A cause for the reported unchanged mitral regurgitation (mr) could not be determined. The reported patient effects of unchanged mr and foreign body in patient are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper line removability, foreign body, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted prolapse posterior. The first ntr clip delivery system (cds 00304u150) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, mr was not reduced. Therefore, the cds was removed with the clip attached. The procedure continued with an xtr clip. The clip was successfully deployed, reducing mr. A second xtr cds (00129u107) was advanced to the mitral valve to further reduce mr. There issues visualizing the clip due to anatomical issues and the clip itself. However, the gripper line could not be removed during the deployment sequence. Reportedly, it is possible that the the gripper lever was tightened above the blue line, but this cannot be confirmed. A multi-purpose catheter was advanced to aid in removing the gripper line, but failed. The clip was deployed and the gripper line was left in the patient. Two clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported inability to remove gripper line could not be determined. The reported poor visualization appears to have been a result of a combination of challenging patient anatomy and procedural conditions. A cause for the reported unchanged mitral regurgitation (mr) could not be determined. The reported patient effect of unchanged mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment, hospitalization, surgical procedure, and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report surgical intervention and prolonged hospitalization. Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, the patient was re-hospitalized and the gripper line was surgically removed. The patient is in stable condition. No additional information was provided. There was no device issue with the ntr clip delivery system, and the clip performed as intended. This event is not related to the device, therefore this has been captured as a non-complaint product experience.